Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The sample was received. Evaluation summary: the reported event was confirmed. A batch review was performed and found that no abnormalities were found during the manufacture of this lot. The root cause was determined to be a molding issue. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The patient reported that he identified three units of minicaps which were cracked. There was no patient involvement. No further information is available. This report is addressing minicap 3 of 3.